Event description:
Treatment of a left supraclinoid aneurysm measuring 12.0mm x 5.0mm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil. The pipeline was repositioned proximally in an attempt to release it from the capture coil, but without success. A decision was made to retrieve the device from the patient. Upon pulling the entire system out, the capture coil released the pipeline and was pulled through the device opening it approximately 15%. After failed attempts were made to retrieve the pipeline with a snare and alligator retrieval device, the pipeline was opened with a wire and balloon (an option presented in the instructions for use). Integrilin was administered to help resolve a clot that had formed in the device. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).